Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states they took the chair out of the box and the right front caster does not touch the ground and the frame is bent.

Manufacturer narrative:
The device was evaluated by the returns department which found that the back canes are bent and the underlying cause is shipping damage.

Event description:
Dealer states they took the chair out of the box and the right front caster does not touch the ground and the frame is bent.